Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk

Event description:
It was reported that during an unknown procedure, after the first device fired, the staples were b-formed on the reload surface. They changed the device, but only a part of the staples were b-formed on the tissue. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # k5dx16. Additional information received: for the first device, on which firing did this occur? -on the 1st firing. For the first device, please clarify what is meant by, the staples were b-formed on the reload surface. This is not clear. ¿after the 1st firing the staples did not deploy into the tissue, but remained on the reload surface. Did the staples deploy into the tissue? -after the 2nd device fired, some staples deployed into the tissue. Was the staple line complete? -no. The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.